Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "can you please start a claim". Later, healthcare professional reported "rupture" and "capsule contractures". This record is for the right side. Device was explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device was explanted and replaced.

Event description:
Healthcare professional reported "can you please start a claim". Healthcare professional later reported right side "rupture" and "capsular contracture baker grade unknown". Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). No additional observations performed on the device. No further actions are required.